Event description:
New information received notes that the physician discovered the premature depletion during routine in office device follow up. Patient did fine during and after the procedure. Patient is not dependent.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
It was reported that the device exhibited signs of premature battery depletion. The device was explanted and replaced.